Event description:
Pulmonary conduit was very dysfunctional after 21.5 years of implantation. The conduit was implanted between the apex of the pt's lv and his abdominal aorta. The pt was 8 years old when the conduit was implanted due to severe hypertrophic obstructive cardiomyopathy.